Event description:
The complainant reported the 70-year-old female patient was on impella rp support when there was a controller failure on the automated impella controller (aic). The engineering team determined that the controller error was due to persistent placement signal issues. The aic was replaced. The patient had been implanted with the rp to help generate flow to the left ventricular assist device (lvad). The patient ultimately expired on support, despite being on support with lvad and triple vasopressors. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) and aic - loss of opm data has been completed. According to the device and data analysis the root cause for the aic issues was a defective optical bench lamp. D2 common device name revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G4 PMA/510(k)number was inadvertently entered incorrectly on manufacturer device report.